Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The patient presented with angina and non-stemi myocardial infarction. Access was obtained through the right femoral artery. The 95% stenosed target lesion was irregularly contoured, hazy, eccentric and located in the heavily calcified ostial-proximal left anterior descending (lad) artery. There was timi 3 flow through the vessel. A non-bsc guidewire crossed the lesion and a 2.0x20mm apex balloon was inflated three times to a maximum of 15atms. Next a 24x2.75mm taxus liberte stent delivery system (sds) was advanced but did not cross. The sds was removed and it was noted that the back edge of the stent, near the proximal marker, was bent. The lesion was further predilated with a 2.5x12mm non-bsc balloon inflated twice to a maximum pressure of 15atms. A 2.75x23mm promus sds was advanced but would not cross. Again the lesion was predilated with a 2.75x8 quantum balloon inflated three times to a maximum pressure of 15 atms. Since the promus sds still did not cross a 2.75x20mm quantum balloon advanced to further dilate the lesion. It was inflated three times to a maximum pressure of 11atms. The promus sds was advanced and crossed the lesion; the stent was deployed at 9atms. After the promus stent was deployed there was haze at the edge of the stent. This was interpreted as a small vessel dissection. The physician used a quantum 2.75x20mm balloon before placing a promus 2.75x8mm stent. The stent was post dilated using a 3.0x12mm quantum balloon inflated three times to a maximum of 13atms. Lastly a 3.0x15mm non-bsc balloon was inflated in the lesion 4 times to a maximum pressure of 19atms. There were no additional patient complications. The patient's current condition is listed as "ok". Following intervention there was an excellent angiographic appearance with 0% residual stenosis. The patient was discharged on anti-platelet therapy with asa and pavix.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The patient presented with angina and non-stemi myocardial infarction. Access was obtained through the right femoral artery. The 95% stenosed target lesion was irregularly contoured, hazy, eccentric and located in the heavily calcified ostial-proximal left anterior descending (lad) artery. There was timi 3 flow through the vessel. A non-bsc guidewire crossed the lesion and a 2.0x20mm apex balloon was inflated three times to a maximum of 15atms. Next a 24x2.75mm taxus liberte stent delivery system (sds) was advanced but did not cross. The sds was removed and it was noted that the back edge of the stent, near the proximal marker, was bent. The lesion was further predilated with a 2.5x12mm non-bsc balloon inflated twice to a maximum pressure of 15atms. A 2.75x23mm promus sds was advanced but would not cross. Again the lesion was predilated with a 2.75x8 quantum balloon inflated three times to a maximum pressure of 15 atms. Since the promus sds still did not cross a 2.75x20mm quantum balloon advanced to further dilate the lesion. It was inflated three times to a maximum pressure of 11atms. The promus sds was advanced and crossed the lesion; the stent was deployed at 9atms. After the promus stent was deployed there was haze at the edge of the stent. This was interpreted as a small vessel dissection. The physician used a quantum 2.75x20mm balloon before placing a promus 2.75x8mm stent. The stent was post dilated using a 3.0x12mm quantum balloon inflated three times to a maximum of 13atms. Lastly a 3.0x15mm non-bsc balloon was inflated in the lesion 4 times to a maximum pressure of 19atms. There were no additional patient complications. The patient's current condition is listed as "ok". Following intervention there was an excellent angiographic appearance with 0% residual stenosis. The patient was discharged on anti-platelet therapy with asa and pavix.

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned complaint device revealed stent damage. The first through fourth rows of stent struts on the proximal end were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. Further examination identified kinks along the entire length of the hypotube shaft which is consistent with excessive force being applied to the delivery system. The balloon and tip sections were examined and no damage was noted that would have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).